Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device: uterus to cause uterine perforation/perforation (uterus)'), postoperative wound infection ('pelvic post-op wound infection') and genital haemorrhage ('abnormal bleeding (general)') in a 41-year-old female patient who had essure (batch no. 756631-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, rash, acute lumbago, pruritus, accidental overdose and tubal ligation. Concurrent conditions included vomiting, nausea, subcutaneous emphysema, seroma, constipation, pelvic hematoma, abscess, ovarian cyst, cellulitis, edema, back pain, chronic lumbago, back injury, sulfonamide allergy, abdominal abscess, sepsis, raised liver function tests, pulmonary embolism, chronic hepatitis b, leiomyoma nos, urination pain, headache, stomach ache, urine odor foul, chills, dysphagia, neck pain, degenerative disc disease, arthritis, muscle pain, fracture, sprain, strain, hernia, low back pain, multiparous, uterine scar, stenosis, intra-abdominal bleeding, hemostasis and incision site abscess. Concomitant products included antibiotics, diphenhydramine hydrochloride, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depoprovera) until (B)(6) 2011, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In october 2010, the patient experienced pelvic pain ("physical pain") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced postoperative wound infection (seriousness criterion medically significant), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems:anxiety and mental anguish"). In november 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("infection: urinary tract"). The patient was treated with surgery (surgery: pfannenstiel incision due to uterus perforation). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, postoperative wound infection, genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, postoperative wound infection, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure confirmation test(s) conducted, specify no and previously it was captured as device occluded successfully. Patient is currently planning for essure removal. Insertion details- the essure coil was placed in the left ostia with 4 coils showing without any difficulties. However, when attempted to place the essure coil in the right ostia, there was some intense resistance and uterine ruptured at the level of the uterine right cornu. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2010: negative.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain, anxiety, depression, uterine perforation, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device: uterus to cause uterine perforation/perforation (uterus)'), postoperative wound infection ('pelvic post-op wound infection') and genital haemorrhage ('abnormal bleeding (general)/gen. Abnormal bleed') in a 41-year-old female patient who had essure (batch no. 756631-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, rash, acute lumbago, pruritus, accidental overdose and tubal ligation. Concurrent conditions included vomiting, nausea, subcutaneous emphysema, seroma, constipation, pelvic hematoma, abscess, ovarian cyst, cellulitis, edema, back pain, chronic lumbago, back injury, sulfonamide allergy, abdominal abscess, sepsis, raised liver function tests, pulmonary embolism, chronic hepatitis b, leiomyoma nos, urination pain, headache, stomach ache, urine odor foul, chills, dysphagia, neck pain, degenerative disc disease, arthritis, muscle pain, fracture, sprain, strain, hernia, low back pain, multiparous, uterine scar, stenosis, intra-abdominal bleeding, hemostasis and incision site abscess. Concomitant products included antibiotics, diphenhydramine hydrochloride, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depoprovera) until (B)(6) 2011, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced postoperative wound infection (seriousness criterion medically significant), depression ("psychological or psychiatric problems: depression/psych injury") and anxiety ("psychological or psychiatric problems:anxiety and mental anguish/psych injury"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection: urinary tract"), back pain ("back pain") and nausea ("nausea"). The patient was treated with surgery (surgery: pfannenstiel incision due to uterus perforation). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, postoperative wound infection, genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, depression, anxiety, vaginal haemorrhage, menorrhagia, back pain and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, nausea, pelvic pain, postoperative wound infection, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure confirmation test(s) conducted, specify no and previously it was captured as device occluded successfully. Patient is currently planning for essure removal. Insertion details- the essure coil was placed in the left ostia with 4 coils showing without any difficulties. However, when attempted to place the essure coil in the right ostia, there was some intense resistance and uterine ruptured at the level of the uterine right cornu. Patient received treatment for pelvic pain, abdominal pain, back pain, psych injury, migration, uterine perforation, urinary tract infection and nausea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2010: negative.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain, anxiety, depression, uterine perforation, pelvic pain most recent follow-up information incorporated above includes: on 5-sep- 2019: pfs received. Events- "back pain and nausea" added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device: uterus to cause uterine perforation/perforation (uterus)'), postoperative wound infection ('pelvic post-op wound infection') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure (batch no. 756631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, rash, acute lumbago, pruritus, accidental overdose and tubal ligation. Concurrent conditions included vomiting, nausea, subcutaneous emphysema, seroma, constipation, pelvic hematoma, abscess, ovarian cyst, cellulitis, edema, back pain, chronic lumbago, back injury, sulfonamide allergy, abdominal abscess, sepsis, raised liver function tests, pulmonary embolism, chronic (B)(6), myoma, urination pain, headache, stomach ache, urine odor foul, chills, dysphagia, neck pain, degenerative disc disease, arthritis, muscle pain, fracture, sprain, strain, hernia, low back pain, multiparous, uterine scar, stenosis, intra-abdominal bleeding, hemostasis and incision site abscess. Concomitant products included antibiotics, diphenhydramine hydrochloride, ketorolac tromethamine (toradol), medroxyprogesterone acetate (depoprovera) until (B)(6) 2011, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pelvic pain ("physical pain") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced postoperative wound infection (seriousness criterion medically significant), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems:anxiety anxiety and mental anguish"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("infection: urinary tract"). The patient was treated with surgery (surgery: pfannenstiel incision due to uterus perforation). Essure treatment was ongoing at the time of the report. At the time of the report, the uterine perforation, postoperative wound infection, genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, postoperative wound infection, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure confirmation test(s) conducted, specify no and previously it was captured as device occluded successfully. Patient is currently planning for essure removal. Insertion details- the essure coil was placed in the left ostia with 4 coils showing without any difficulties. However, when attempted to place the essure coil in the right ostia, there was some intense resistance and uterine ruptured at the level of the uterine right cornu. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: abdominal pain, anxiety, depression, uterine perforation, pelvic pain most recent follow-up information incorporated above includes: on 12-aug-2019: pfs and mr received. New events: ¿abnormal bleeding (general); infection: urinary tract; infection: pelvic post-op wound infection, depression, anxiety, migration of essure device: uterus to cause uterine perforation/ perforation (uterus), abnormal bleeding (vaginal, menorrhagia), abdominal pain¿. New reporters, plaintiff's information, medical history, concomitant drugs, conditions , lot number, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.